Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 623-00-36e, lot # 35548601, description: trident 0 x3 insert 36mm ID; cat # 6191-0-001, lot # jjr038, description: surgical simplex cement. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, "the patient had an infection after the tha. The surgeon requested each sterilization certificates on the products."